Event description:
Possible damage to sensor tip.

Manufacturer narrative:
The info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of diameterics medical ltd, that product which is the subject of this report in any way malfunctioned, was defective, or was casually related to death or injury.